Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The MFR internal reference number is: (B)(4).

Event description:
Upon follow up, the doctor reported it was anterior as he thought. Patient is reported to be doing fine.

Manufacturer narrative:
A company representative visited the site and found that the video microscope x and y scales were not properly calibrated. The company representative performed a calibration and verified the video microscope overlays. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the video microscope x and y scales being out of calibration. How and when they became out of calibration cannot be determined conclusively at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported and arcuate that was performed centrally in the pupil margin during a laser assisted cataract procedure. Additional information has been requested.